Manufacturer narrative:
Lot number ¿ 17m026, 18e039, 18f023, 18h026, 18j011, and 18n028. A video was provided for evaluation for one sample. Visual inspection of the video revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that the bladders of eleven (11) small volume infusors ruptured prior to patient use. There was no patient involvement. No additional information is available.